Event description:
Ivc(inferior vena cava) filter celect platinum ref g34505 deployed by md and was noted to be positioned incorrectly, attempts were made to snare and remove the ivc filter, but unsuccessful. Ivc filter malpositioned and unable to be removed. Physician states the filter was partially out of catheter prior to deployment, wires of filter came out unexpected and when ivc filter deployed it was stuck in an undesired position. Multiple attempts made to snare the filter, unsuccessful, vascular ir(interventional radiologist) md came in to assist and was also unsuccessful. CT scans were ordered for follow up for complications or bleeding. Ivc filter left in place due to inability to remove.